Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a steam pop occurred. The lesion being treated was located in the right atrium. On the 54th ablation at 70w, while using an intellatip mifi xp temperature ablation catheter a 'steam pop' was noted. Patient's blood pressure was stable and the procedure was continued successfully with this device. No patient complications were reported and the patient's status is fine.